Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and an unspecified amount of ketones. The customer alleged the pump was not delivering insulin as intended, however, this could not be confirmed as customer did not have the pump available for troubleshooting with tandem technical support. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.